Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) not pairing with the ilet system for approximately one hour, after which a restart and troubleshooting displayed a remaining warmup of eight minutes; additional education was completed. The ilet did not display any alerts or alarms and no clinical symptoms were reported. Outcomes included no injury and no hospitalization. User support included guided troubleshooting to reestablish communication and verification that the sensor warmup resumed. Investigation of this case revealed a transient communication issue consistent with signal loss between the continuous glucose monitoring sensor and the system, with function restored following restart. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connectivity interference of undetermined origin.